Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter : the distributor stated that a patient using a novolog flexpen with a bd pen needle reported that they store their pen with the needle attached and resuse their needles. The patient also reported that the pen jammed when trying to inject the medication. Date received : 01-feb-2022.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The customer's address is unknown. USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the distributor stated that a patient using a novolog flexpen with a bd pen needle reported that they store their pen with the needle attached and reuse their needles. The patient also reported that the pen jammed when trying to inject the medication. Date received: (B)(6) 2022.